Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in a moderately tortuous mid lad. The lesion could not be crossed with the device. During withdrawal the stent dislodged from balloon. The stent was retrieved with a snare.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause was determined.